Manufacturer narrative:
Sections with additional information as of 06-jul-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned for evaluation. Visually inspected returned pen needles (5): needles showed no signs of being bent, broken or warped. Plastic cover aligns with needle to properly remove it from the insulin pen. Needle dispenses properly with lab prefilled insulin pens. Reported defect not reproduced on returned pen needles. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Event description:
Consumer reported complaint for the trueplus pen needles. Wife is calling on behalf of the customer. Consumer reported complaint the 32g pen needles did not aspirate. The customer reported feeling weak and tired; medical attention was not needed at the time of the call. Wife also stated that the area in which customer was injecting himself is a little "hardened." Customer stated the package had not been open or damaged when received. The customer has been using the product since (B)(6)2023. Customer is not using a compatible pen.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned for evaluation - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on (B)(6)2023 to ensure that the customer's condition had improved and that the initial concern was resolved - able to establish contact with customer who stated that they were not currently having any diabetic symptoms. No medical intervention since the last call was reported. Customer stated they are going to speak with the pharmacist again as the pharmacist stated that those are the only needles he has.